Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 24, 2016. Method: device from reserve sample evaluated; flow testing; manufacturing review. Results: no failure detected. Conclusions: unable to confirm complaint; device not returned. The sample was not returned for evaluation. A review of the device history record revealed no manufacturing anomalies. A retention sample that used the same fiber lot number was obtained for investigation. The retention sample was tested for its gas transfer performance, no anomalies were revealed. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an inadequate o2 transfer with the oxygenator. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.